Event description:
Healthcare professional reported, right side "baker grade 3, caps con". Healthcare professional additionally reported, right side rupture. Healthcare professional later reported, right side device was intact. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "baker grade 3 caps con" for the right side. Healthcare professional later reported "I meant to say it is a bilateral rupture." Device remains implanted.